Event description:
It was reported by the affiliate that when (1) tsb35 was used during an unknown procedure, the device malfunctioned (no other detail). Another device was opened to complete the case. There was no consequence to pt.